Manufacturer narrative:
.

Event description:
The article list info suggesting a male pt being treated for spasticity with an implantable infusion pump experienced a pump related infection 34 days post pump implant. The pt presented with fever, drainage at pump surgery site, erythema, swelling and warmth at pump site. The pump was explanted. No additional info concerning pt symptoms and outcome were provided. The pump was replaced. The status of the catheter was not provided. Journal reference: wunderlich, c. Et al. "Gram-negative meningitis and infections in individuals treated with intrathecal baclofen of spasticity: a retrospective study." Developmental medicine & child neurology. 2006; 48: 450-455.